Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, (B)(4), pump was alarming? No disposable, pump won't run. It was reported the end user has experienced the same issue three times in one week. Per reporter the end user was able to use a different pump which was reported to be working fine. Per reporter the end user was discharged from the hospital on 12dec21 for an unknown reason or date or admission. Remodulin 5 mg.ml united therapeutics dose; 30ng.kg/min intravenous continuous 10.2021 to current diagnosis: pulmonary arterial hypertension (pah) ID: (B)(4).